Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected uterine perforation intraoperatively"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 20227514, 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, cesarean section in 1996, caesarean section in 2009 and colonoscopy. Concurrent conditions included benign fallopian tube neoplasm. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping/ abdomen lower right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), stress ("psychological or psychiatric problems condition- emotional strain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic discomfort, abdominal pain lower, menorrhagia, vaginal haemorrhage, cystitis, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown, the pelvic pain, urinary tract infection, stress, nausea and dyspareunia had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tube was brought into the operative scope field and at this point the es'3jre coii was loaded. It was noted that once the coii got to the tubal opening that there was a bent tip on the coil, so that coii was removed and discarded, and a new one was placed. The coil was in good place with approximately 2-3 coils outs de of the tubal ostia. The same technique was used on the right side where the scope was placed up near the tubal opening on the right side. The essure coil with introducer was placed through the operative port site and gently threaded until it was visible in the visual field. The coil was easily paged into the tubal ostia up to the black mark. The coil was in good placement with approximately 2-3 coils outside of the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. On (B)(6)2010, hysterosalpingogram indications: post essure tubal occlusion findings: on scout film bilateral curvilinear opaque tubal occlusive devices are noted. There is no filling of either fallopian tube and no spillage into the peritoneal cavity. Impression: successful bilateral tubal occlusion as described above. On (B)(6)2011, CT/CT abdomen/pelvis technique: CT abdomen/pelvis IV and oral contrast indication: abd (abdominal) pain impression: essentially unremarkable CT abdomen pelvis. Patient has had previous tubal ligation. On (B)(6)2017, ultrasound pelvis indication: pelvic pain small echogenic foci in the uterine cornua may represent essure devices. Impression: probable involving hemorrhagic 1.4 cm left ovarian cyst. Small pelvic free fluid is non specific and may be physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- uterine perforation most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received - event outcome of migraine and headache updated to not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected uterine perforation intraoperatively"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 20227514, 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, cesarean section in 1996, caesarean section in 2009 and colonoscopy. Concurrent conditions included benign fallopian tube neoplasm. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping/ abdomen lower right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), stress ("psychological or psychiatric problems condition- emotional strain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic discomfort, abdominal pain lower, menorrhagia, vaginal haemorrhage, cystitis, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown, the pelvic pain, urinary tract infection, stress, nausea and dyspareunia had resolved and the fatigue was resolving. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tube was brought into the operative scope field and at this point the es'3jre coii was loaded. It was noted that once the coii got to the tubal opening that there was a bent tip on the coil, so that coii was removed and discarded, and a new one was placed. The coil was in good place with approximately 2-3 coils outs de of the tubal ostia. The same technique was used on the right side where the scope was placed up near the tubal opening on the right side. The essure coil with introducer was placed through the operative port site and gently threaded until it was visible in the visual field. The coil was easily paged into the tubal ostia up to the black mark. The coil was in good placement with approximately 2-3 coils outside of the tubal ostia . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. On (B)(6)2010, hysterosalpingogram indications: post essure tubal occlusion findings: on scout film bilateral curvilinear opaque tubal occlusive devices are noted. There is no filling of either fallopian tube and no spillage into the peritoneal cavity. Impression: successful bilateral tubal occlusion as described above. On (B)(6) 2011, CT/CT abdomen/pelvis technique: CT abdomen/pelvis IV and oral contrast indication: abd (abdominal) pain impression: essentially unremarkable CT abdomen pelvis. Patient has had previous tubal ligation. On (B)(6) 2017, ultrasound pelvis indication: pelvic pain small echogenic foci in the uterine cornua may represent essure devices. Impression: probable involving hemorrhagic 1.4 cm left ovarian cyst. Small pelvic free fluid is non specific and may be physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- uterine perforation . Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs & mr received. Reporters added. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, psychological or psychiatric problems condition: emotional strain, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue,weight gain / loss specify which one: weight gain and hair loss and suspected uterine perforation intraoperatively added from mr. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected uterine perforation intraoperatively"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 20227514, 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, cesarean section in 1996, caesarean section in 2009 and colonoscopy. Concurrent conditions included benign fallopian tube neoplasm. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping/ abdomen lower right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), stress ("psychological or psychiatric problems condition- emotional strain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic discomfort, abdominal pain lower, menorrhagia, vaginal haemorrhage, cystitis, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown, the pelvic pain, urinary tract infection, stress, nausea and dyspareunia had resolved, the migraine and headache had not resolved and the fatigue was resolving. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tube was brought into the operative scope field and at this point the es'3jre coii was loaded. It was noted that once the coii got to the tubal opening that there was a bent tip on the coil, so that coii was removed and discarded, and a new one was placed. The coil was in good place with approximately 2-3 coils outs de of the tubal ostia. The same technique was used on the right side where the scope was placed up near the tubal opening on the right side. The essure coil with introducer was placed through the operative port site and gently threaded until it was visible in the visual field. The coil was easily paged into the tubal ostia up to the black mark. The coil was in good placement with approximately 2-3 coils outside of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. On 10-jun-2010, hysterosalpingogram indications: post essure tubal occlusion findings: on scout film bilateral curvilinear opaque tubal occlusive devices are noted. There is no filling of either fallopian tube and no spillage into the peritoneal cavity. Impression: successful bilateral tubal occlusion as described above. On 28-apr-2011, CT/CT abdomen/pelvis technique: CT abdomen/pelvis IV and oral contrast indication: abd (abdominal) pain impression: essentially unremarkable CT abdomen pelvis. Patient has had previous tubal ligation. On 04-jan-2017, ultrasound pelvis indication: pelvic pain small echogenic foci in the uterine cornua may represent essure devices. Impression: probable involving hemorrhagic 1.4 cm left ovarian cyst. Small pelvic free fluid is non specific and may be physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- uterine perforation lot number: 20227514 manufacture date: 2009-12 expiry date: 2012-12 . Lot number: 709954 manufacture date: 2010-01 expiry date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.